Event description:
It was reported that the pt died on an unknown date of unknown causes. Films recieved by medtronic ae have been reviewed by an independent physician. The film interpretation states that there appeared to be an intimate connection of the bowel and the aneurysm even prior to the placement of the aneurx stent graft. This is demonstrated on the computerized tomography angiography (cta) from 11/1999 with no aneurx stent graft in place. The area of inflammation and juxtaposition of the bowel and aorta remains on follow-up films dated 1/2000, 6/2000, 12/2000, and 4/2001. A film from 4/2001 indicates air in the anerusym sac. The physician believes that the aorto-enteric fistula was developing prior to placement of the aneurx graft, and that it was a direct result of the original primary open aneurysm repair. The physician noted no graft-related defects, and that the graft position had slightly changed over time from a posterior location to a slightly more anterior position.

Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft & its components were implanted for treatment of an abdominal aortic aneurysm in a pt in 1999. It is reported that the patient had a history of chronic obstructive pulmonary disease, pancreatic cancer and abdominal aortic aneurysm repair in the 1980's. A 1999 CT scan demonstrated a 3.9cm mass that extended inferiorly & posteriorly & lied immediately adjacent to the patient's 6.6cm infrarenal abdominal aortic aneurysm. The abdominal aortic aneurysm appeared stable. No evidence of peri-aneurysmal fluid collection or mass. A CT scan in 1999 demonstrated a juxtarenal abdominal aortic aneurysm, which extends to the level of the iliac arteries. This aneurysm measures 6cm in the transverse view & 5cm in the ap view. Anastomotic pseudo-aneurysm at the level of the iliac bifurcation also measures 6cm transverse & 5cm ap. An angiogram in 1999 reviewing the endovascular aortic aneurysm repair showed no changes in the appearance of the infrarenal abdominal aortic aneurysm as compared to the angiogram of the previous month. Intravascular ultrasound was also used to understand the anatomy, which appeared quite complex. Echogenic material, which most likely represented residual tube graft from the previous surgical repair, was only seen near the aortic bifurcation. Between the renal arteries & l4, graft material could not definitely be identified nor could the outer wall of the aneurysm with any accuracy. The upper portion of the infrarenal aorta contained extensive thrombus & the wall was heavily calcified, especially at the level of the renal arteries. Deployment of the endograft was right at the level of the right renal artery. The graft maintained orientation with the access of the aorta, which was tortuous. At the conclusion, there was no sign of endoleak from either the stent graft attachments or through the graft material. CT scan 1 month post-op demonstrated that the stent graft extended approx 3.2cm into the bilateral common iliac vessels. The graft was patent & was without peri-graft flow or evidence of leak. There was no significant change in the previous aortic stent graft with anastomotic pseudoaneurysm at the level of the bifurcation. CT scan 6 months post-op demonstrated that the endovascular aortic stent graft was in place with no visualized leak. 3-d reconstructive images for further info & measurements are referenced but are not available. 12 months post-op 3-d evaluation of CT angiography demonstrated no significant interval change in position of the graft. Maximum graft diameter was 32mm x 33mm in the anteroposterior and right to left dimensions. Small area of peri-graft flow was identified on prior examination & was not significantly changed. The maximum abdominal aortic aneurysm diameter is 48mm x 61mm in the anteroposterior & right to left dimensions. An area of peri-graft flow posterior to the proximal end of the endoluminal stent graft was also unchanged. Report is conflicting with previous CT scan that reports that there was no visualized leak. CT scan demonstrated a tiny focus of air seen anterior to the stent graft at the left of the duodenum. This was not present on previous 6-month images. Intraluminal calcified thrombus was also noted. In 2001, the pt was admitted to the hospital with an exacerbation of chronic obstructive pulmonary disease and elevated fever as well as abdominal/back pain with elevated white count. CT scan demonstrated a large amount of air around the aortic prosthesis. An aortic graft infection was suspected. Culture was obtained from percutaneous aspiration of the peri-prosthetic tissue, which grew enterococcus. This confirmed the presence of a graft infection. Excision of the stent graft was recommended using a staged approach. The first stage of open repair was to put in an axillobifemoral bypass graft in 2001 & at second stage was to remove both of the infected aortic prostheses. It was not clear where the source of the air was coming from. Three days later the pt returned to the operating room for removal of the medtronic ave stent graft & dacron graft. The pt was prepped & draped & the aorta was exposed by reflecting off the duodenum from the aorta on the left side. In the course of reflecting off abdomen, physician noted that there was a fistula between the duodenum & the aorta. There were two holes in the aortic aneurysm. There was no bleeding from the aneurysm & the holes went down to around the aortic prosthesis. The duodenal fistula was closed. Attention was turned to the aorta. The aorta was opened. The aortoduodenal fistula appeared to connect to the aorta where the stent graft was. The stent graft appeared to be securely attached inside the aorta. The aortic stent graft was removed. A considerable amount of necrotic debris was noted around the graft. The extender limb on the right side & two extender limbs on the left side were removed. The dacron graft appeared to be very adherent to the walls of the aorta but was completely removed. The walls of the aorta appeared to be intact. Blood flow was restored to visceral & renal arteries & aorta was securely closed. Aortic bed was then thoroughly cleaned & irrigated with large amounts of antibiotic solution. Common iliac artery was ligated on right side with excellent back-flow bleeding from right external iliac artery. There was minimal back-bleeding from left common iliac artery & physician was suspicious that there was thrombosis of femoral/femoral bypass graft. It was noted that femoral/femoral bypass graft had no pulse in left groin. Femoral/femoral bypass, saphenous femoral artery & profundus femoral artery were thrombectomized with fogarty catheter. Graft was closed & blood flow was restored down the leg & a loud doppler signal was present in left dorsalis pedis (left foot). Pt was reported as doing fine & was in good condition. There were no additional clinical sequelae reported relative to the event.